Manufacturer narrative:
On (B)(6) 2011, a new lot of chol reagent was calibrated on the synchron lxi 725 clinical system. Level 1 and 2 quality control (qc) results were intermittently above established specification over the three day period of this event. Because qc results were occasionally within established specifications, the instrument was utilized to generate patient results. Sample handling and preparation information was not provided by the customer. Additional telephone contact (B)(6). Service was dispatched to the site on (B)(6) 2011. The field service engineer (fse) identified that the sample probe had been inadvertently replaced with the reagent probe. The fse installed a new sample probe and performed all necessary alignments. Quality control and calibration assessments were performed with acceptable results. After probe replacement, the fse repeated three of the initial erroneous chol results and the synchron lxi 725 clinical system generated results that correlated to previously generated valid results. The correct placement of the sample and reagent probe appears to have resolved the issue. Mdrs associated with this event are: 2050012-2011-02406, 2050012-2011-02409, 2050012-2011-02410.

Event description:
The customer reported that erroneously low cholesterol (chol) patient results were produced on the synchron lxi 725 clinical system over a three day timeframe. This report represents results generated on (B)(6) 2011, which was day two of three. The initial erroneous results were released from the laboratory however there has been no report of death, serious injury or change in patient treatment associated with this event. Repeat results generated on another instrument were different than initial results. Repeat results were regarded as valid. The customer provided data that indicated that over the 3 day period of this event, 254 erroneous results were generated by the synchron lxi 725 clinical system. All suspect results were repeated on another instrument which generated valid results. Two hundred fifty four (254) amended reports were generated. The exact date on which each result was generated during the 3 day timeframe of this event is unknown.